Manufacturer narrative:
(B)(4). Additional information: medwatch (mw5073775)- sus vol.event report.

Event description:
According to the medwatch (mw5073775) "pt's cvc began leaking IV fluid contents from a crack in the line's tubing near the clamp fastener". There was no patient harm reported.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one used four-lumen cvc for evaluation. A visual inspection was performed and no issues were identified. Functional testing was performed by connecting the extension lines of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing. No problem was found with the returned catheter.

Event description:
According to the medwatch (mw5073775) "pt's cvc began leaking IV fluid contents from a crack in the line's tubing near the clamp fastener". There was no patient harm reported.